Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. Ntw (lot: 40403r2035) was chosen for implantation. When inserting the ntw into the steerable guide catheter (sgc), the clip delivery system had to be rotated more than normal (approximately 30 degrees) in order to key the system within the sgc. Once the clip was advanced to the valve, unintended movement described as corkscrewing was observed when maneuvering delivery catheter. When grasping the patient's would become hypotensive, however no intervention was necessary. The clip was implanted reducing mr to grade 2. There was no patient consequences or clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided by the account and without the device to analyze, a cause for the reported difficult to insert the cds into the sgc and unintended movement associated with the dc shaft positioning cannot be determined. Additionally, a cause for the reported hypotension cannot be determined. Hypotension is a known possible complication associated with mitraclip procedures. Minor injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.